Manufacturer narrative:
Other components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving prialt and dilaudid via an implantable pump for rsd/causalgia-complex regional pain syndrome and spinal pain. On (B)(6) 2017, it was reported that the patient was in the hospital for worsening pain and a warming sensation around the pump and catheter area. The issue began on (B)(6) 2017, the patient stated that they felt like they had an epidural head ache and "got the sensation of someone pushing down". The patient stated that they have pain in their back where the "pin is for their catheter". The patient also noted that they had a burning sensation, which they were not sure if it was related to their rsd or not. The patient's hcp noted that the patient was not under distress and the pump site did not seem to be tender. The patient had not had any recent falls or trauma, the issue appeared to start while the patient was doing their normal routine. The patient did not think that their pump was working properly, though the hcp noted that the pump was not audibly alarming. It was noted that the patient had had an MRI of their knee 2 weeks prior to the report without issue. The patient noted that they had had other mris in the past, but confirmed that these were unrelated to the device or therapy. According to the patient, testing was being done at the ER. The patient requested that a manufacturer's representative come and check their pump; the hcp noted that they did not have a programmer to interrogate the pump. The patient was to see their managing hcp the following day. No further complications were reported.